Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient stated during treatment using the cycler she received "drain complication" and "m31 air detected in cassette" alarms. The patient stated she then cancelled treatment, and while removing the cassette she noticed that there was fluid leaking inside the cassette area and fluid inside the pump module. The patient stated when opening the cassette door she noticed a hole in the cassette, and she came into the clinic for fluid culture and was provided prophylactic medication as a precaution. The patient indicated the fluid culture results came back negative and her fluid remained clear, and did not require any medical intervention or additional treatment as a result of the reported fluid leak and remained asymptomatic. The patient stated the sample had been discarded and was no longer available for evaluation.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient stated during treatment using the cycler she received "drain complication" and "m31 air detected in cassette" alarms. The patient stated she then cancelled treatment, and while removing the cassette she noticed that there was fluid leaking inside the cassette area and fluid inside the pump module. The patient stated when opening the cassette door she noticed a hole in the cassette, and she came into the clinic for fluid culture and was provided prophylactic medication as a precaution. The patient indicated the fluid culture results came back negative and her fluid remained clear, and did not require any medical intervention or additional treatment as a result of the reported fluid leak and remained asymptomatic. The patient stated the sample had been discarded and was no longer available for evaluation.